Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise. The noise could be reproduced with isometrics. No intervention was performed at this time. The patient would continue to be monitored.

Event description:
New information noted that the patient's atrial lead was capped and replaced on (B)(6) 2016. The patient's condition was stable during and post procedure.